Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump had a blank display. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. The customer was unable to bolus or a meal and that's why they went high. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked and bleeding on lcd glass.